Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery indicator. The reporter alleged that the meter was showing the battery sign on display all the time. The reporter stated that by his third test, the meter was showing the warning shortly after having been fully charged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.